Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not populating for removal. The customer reported that when the user goes to pull the med under the ¿remove med¿ option, it is not populating as an option, even for an override. A technical support specialist (tss) confirmed the patient's medication order was not processed. Although the medication was available in the machine, it did not appear under the patient's orders. It has been determined that the issue originates in the ordering process, as the medication was incorrectly assigned. However, it can still be accessed either through the override function or by using a temporary, non-profiled patient. The error has been identified as part of the ordering process. The tss restarted the carefusion coordination engine (cce) and found messages started flowing back into the servers. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication was not populating for removal. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication was not populating for removal. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.